Event description:
Medtronic received information that during use of an autolog washkit, it was reported that there was a blood leakage during the washing process. It was not possible to recover anything. The patient had high hemoglobin (hb). The device was not used as there was complete blood loss. There was no adverse patient effect associated with this event. Medtronic received additional information that the leak originated from the bowl/wash kit. There was no damage or any possible cracks observed to the instrument or disposable. There was no visual, audible or performance abnormalities. The leak/spill occurred during centrifugation to return the washed blood. The bowl or tube was not reseated/reinstalled/replaced. The fill level (fluid) of the reservoir, retention, saline and waste bag at the time of the problem was normal, concentrated blood. No error message appeared. There was 1000ml of primed blood lost as a result of this leak. There was no transfusion required.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.